Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿¿department for traumatology and sports traumatology, medical faculty, johannes kepler university linz, kepler university hospital, austria ¿. The article can be found at https://doi.org/10.1177/1753193419866117. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿department for traumatology and sports traumatology, medical faculty, johannes kepler university linz, kepler university hospital, austria ¿. The title of this report is ¿re-motion total wrist arthroplasty: 39 non-rheumatoid cases with a mean follow-up of 7 years ¿, published on august 12, 2019, and can be found at https://doi.org/10.1177/1753193419866117. The report is associated with the stryker ¿remotion total wrist system¿ and includes an analysis of the clinical data that was collected on 38 patients. The cases in this study range from july 2007 and september 2015. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced impaction of the scaphoid with the radial component, which required radial styloidectomy.